Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported showing that there is tubing in load points 1 and 2 when there's nothing in there, which was reproduced during evaluation. The cause was determined to be a failing optical sensor. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shows that there is tubing in loads points 1 and 2 when there was nothing in there. There was no patient involvement. No additional information is available.